Event description:
Philips received a complaint by the customer on the v60 indicating that the display was "black." It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was "black". It was also reported that the unit was functional while the display was "black" but no parameters were visible. It was determined that the unit had a 1st generation light crystal display (lcd) installed and required an update to the 2nd generation lcd. The remote service engineer (rse) provided the customer with the part number for a complete user interface (ui) display assembly upgrade. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 02jan2026, 09jan2026, and 16jan2026 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.